Manufacturer narrative:
Updated section: g6, h2, h3, h6, and h11. A field service engineer (fse) confirmed the reported problem during a site visit to the customer's facility to assess the device. The o2 safety valve was replaced to rectify the issue.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the unit displayed a technical failure 329 error. Complainant indicated that there was no patient involvement in the reported malfunction.